Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hospitalized high readings, delivery anomaly and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was up to 450 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer mentioned that the pump is over delivering. However, health care provider stated that the pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No unexpected restart error alarms were noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads, stripped battery cap coin slot and minor scratched display window.